Event description:
The instant cold pack was activated per instructions on package. The staff member felt liquid on her left hand. There was a small amount of clear fluid on the back of her hand. It appeared the package was seeping liquid from a corner. Package design requires pressure on each side, which "pops", then the chemical reaction becomes cold. A few months ago, the same thing happened when another staff member was activating a different cold pack. The remaining packs from that lot number were pulled, and the problem was reported to the regional risk office. Manufacturer response for chemical ice pack, instant cold pack, large: the sales representitive came and evaluated the device. He then said he was going to take the information back to his quality department for evaluation. We have not received any work of the testing.